Event description:
The customer reported a cartridge alarm 20 for their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to a backup insulin pump.